Event description:
It was reported that the system 9800 was making arcing sounds and the flip flop handle was broken. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the high voltage cable was arcing. The hv cable connections were cleaned and greased. The flip flop brake handle was repaired. The system was tested and found to be working as intended and placed back into service.